Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a faulty infusion set. The customer¿s blood glucose level during the incident was 513 mg/dl. It went down to 400 mg/dl. They changed the infusion set and everything was okay. Their current blood glucose level was 88 mg/dl. They did not feel okay to troubleshoot. The device will not be returned for analysis.